Manufacturer narrative:
H3 other text : the device was evaluated by a third-party service center.

Event description:
A device was returned to a third-party service center about the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the device evaluation at the third-party service center, the device was visually inspected/scrapped, and evidence of foam degradation was found. During the evaluation, foam particles were visible. There was also the presence of dirt and dust contamination.

Manufacturer narrative:
In this report, section box d: suspect medical device (product UDI), box g: all manufacturers (report source), box h: device manufacturers (evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid, remedial action init, recall (z) number) have been updated/corrected.